Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) levels reading "high", specific value was not provided. Cause of high bg was not known. Customer performed a supply change to address the issue and went to the emergency room with ketones; amount was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.